Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient passed away. Additional information from the customer revealed that the patient died from cardiogenic shock and multi system organ failure post heart transplant. This death was not considered to be device related. Although the device was explanted at transplantation, no device will be returned for evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27feb2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient received a heart transplant on (B)(6) 2021. The transplant was not related to a device issue nor was the patient elevated on the transplant list due to a device related problem. The patient developed cardiogenic shock and multi system organ failure post-operatively and passed away on (B)(6)2021. The death was not considered device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away.